Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed. A pairing test was unable to be performed . A voltage test was performed and failed. Data was provided for evaluation. Confirmation of the issue was undetermined. The reported event of loss of connection was not confirmed. A root cause could not be determined.